Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, the physician successfully placed multiple ruby coils and pod packing coils (pod pc) into the target vessel using a lantern delivery microcatheter (lantern). The physician attempted to advance a new ruby coil through the lantern, but met resistance and was unable to advance the ruby coil more than 10 cm into the lantern. The ruby coil was then removed and it was no longer used in the procedure. Without removing the lantern, the physician then inspected the proximal portion of the lantern, flushed the lantern, and continued the procedure using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.